Event description:
From staff: patient was admitted on [date redacted] with abnormal labs and elevated troponin. The patient pulled out her IV on the afternoon of 2 days later [date redacted]. This was located in the left antecubital fossa. Part of the catheter tip was noted to be missing by nursing. Patient has since undergone exploratory vascular surgery with thrombectomy from that arm as well as also undergone extensive imaging. A retained piece of catheter was never located. We are reporting this event as an fyi, as we are not sure if the device malfunctioned.